Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital missed the use of 2 sensation balloons due to a packaging mistake (expiry date were written 2022 instead of 2020 ) in the hospital, when a lot is entered in the inventory system, the associated expiry date cannot change and the system automatically links future receipts of same lot with the same expiry date. There was no patient involvement. This report is for the second iab used. The first iab mfg report number is 2248146-2020-00343.

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital missed the use of 2 sensation balloons due to a packaging mistake (expiry date were written 2022 instead of 2020 ) in the hospital, when a lot is entered in the inventory system, the associated expiry date cannot change and the system automatically links future receipts of same lot with the same expiry date. There was no patient involvement.

Manufacturer narrative:
Correction to include event site email. Added: (B)(6). Section b - describe event or problem. From: it was reported that during intra-aortic balloon (iab) therapy, the hospital missed the use of 2 sensation balloons due to a packaging mistake (expiry date were written 2022 instead of 2020 ) in the hospital, when a lot is entered in the inventory system, the associated expiry date cannot change and the system automatically links future receipts of same lot with the same expiry date. There was no patient involvement. To: it was reported that during intra-aortic balloon (iab) therapy, the hospital missed the use of 2 sensation balloons due to a packaging mistake (expiry date were written 2022 instead of 2020 ) in the hospital, when a lot is entered in the inventory system, the associated expiry date cannot change and the system automatically links future receipts of same lot with the same expiry date. There was no patient involvement. This report is for the second iab used. The first iab mfg report number is 2248146-2020-00343. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the hospital missed the use of 2 sensation balloons due to a packaging mistake (expiry date were written 2022 instead of 2020 ) in the hospital, when a lot is entered in the inventory system, the associated expiry date cannot change and the system automatically links future receipts of same lot with the same expiry date. There was no patient involvement. This report is for the second iab used. The first iab mfg report number is 2248146-2020-00343.